Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The rv lead still had capture and increased but sensing was decreased. Additional information indicates that there was high threshold noted. In addition, lead dislodgement was confirmed through chest x-ray. The rv lead was explanted. No additional adverse patient effects were reported.